Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically and should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per follow-up on a vigilance ii monitor complaint (MDR # 2015691-2018-05258), the edwards sales representative performed an in-service visit to the customer facility. After speaking to the nurses, it was assessed that a swan-ganz catheter was involved in the reported event and could not be ruled out as suspect; therefore, this complaint was generated. It was reported that during use of a swan-ganz catheter for monitoring with the vigilance ii monitor, the continuous cardiac output (cco) reading was found to be drifting. The values ranged from 1 to 4 and there were no error messages noted. The cco cable was tested and passed the cable test, so was eliminated as suspect. There was no inappropriate patient treatment administered and no patient harm or injury. The patient demographic information is unknown. Additionally, it was noted that the clinicians were giving large volumes of fluid, as well as, blood products through the side port of the swan sheath during the case. The exact occurrence date, model, and lot number are unknown. The suspect catheter was discarded.